Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿battery charger d4: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had a ventricular fibrillation (vf) cardiac arrest outside of the hospital while walking and collapse was witnessed. The patient was resuscitated after one shock and cardiopulmonary resuscitation (CPR). The patient required support for hypotension with intravenous (IV) vasopressor, was intubated, had invasive monitoring central and arterial lines and had a high lactate. Upon extubation the patient reported sudden vision loss and a head computerized tomography (CT) was done which showed old, chronic ischemic changes in parietal lobes and left thalamus and new ischemic changes in right posterior parasagittal parietal lobe. Neurology was consulted and felt that the patient likely had a hypoperfusion cerebrovascular accident (cva) rather than embolic as international normalized ratio (inr) was therapeutic at the time of the vf arrest. An echocardiogram showed severe right sided heart failure and implantable cardioverter defibrillator (ICD) was implanted. The patient developed signs of infection and there was question of pocket infection from newly implanted ICD versus chronic sacral ulcer wound which was oo zing purulent fluid. The patient developed enterococcus faecalis bacteremia and started on IV antibiotics with infectious disease consulting. An echocardiogram showed vegetation on the ICD leads and the entire system was explanted ten days after implanting ICD. Plastic surgery team was also consulted for possible closure of chronic sacral ulcer wound. The patient¿s hemoglobin continued to downtrend and gastroenterology (gi) team was consulted. A computerized tomography angiogram (cta) was done and there were no acute findings to explain gi bleed. An esophagogastroduodenoscopy (egd) was done which showed two areas of bleeding arteriovenous malformations (avm) in the small bowel which were treated with argon plasma coagulation (apc) and clipped. The patient received a total of nineteen units of packed red blood cells (prbc) throughout the hospitalization and continued to have a slow bleed, melena and down trending hemoglobin despite having avms treated. The patient underwent an exploratory laparotomy with small bowel resection to removed areas with avms. The vad coordinator also reported a defective battery charger with smoke visible from charger when plugged in per nursing staff. The patient was provided a new battery charger along with a new battery. The inr goal was lowered to 1.5-2 due to the patient having on-going bleeding issues when on traditional anticoagulation. The patient was discharged to short term rehabilitation. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: battery charger serial or lot#: unknown h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and one (1) battery charger (unknown serial number) were not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. The reported defective battery charger event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, right ventricular dysfunction, cardiac arrest, cardiac arrhythmias, infection, and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.